Event description:
While requesting assistance from baxter on how to end therapy early on the homechoice cycler, the home pt reported being diagnosed with peritonitis. Follow up with health care professional reveals reported cloudy effluent and was treated with antibiotics, vancomycin and cipro. According to health care professional, treatment with cipro was discontinued after an effluent culture revealed coryne bacterium. Health care professional states home pt's condition has improved with antibiotic treatment and peritonitis episode is resolved. Health care professional does not attribute peritonitis to homechoice cycler; however, health care professional does not know what to attribute it to.